Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the check valve on the primary IV tubing set failed and the chemotherapy in the secondary bag "backflowed" past the check valve into the flush solution (primary). The nurse reported that the pump and IV tubing were connected and programmed correctly. The customer reported no patient harm.